Event description:
On (B)(6) 2010, the pt reported that the plunger is left stuck on piston rod after attempting to remove empty insulin cartridge. It was confirmed that the pt did not properly remove the insulin cartridge. The pt was advised how to properly remove and change the insulin cartridge. A small amount of insulin was spilled into the infusion device's cartridge compartment and was able to be cleaned with a cotton swab. The pt was successfully assisted in removing the plunger from the piston rod. The infusion device is working properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.